Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of a discrepant low result for 1 patient sample tested for elecsys hcg + beta test system (hcg+b) on a cobas e 411 immunoassay analyzer. The initial hcg+b result was 0.538 miu/ml. The initial result was released outside of the laboratory but was questioned by the doctor since the patient was already known to be pregnant. The doctor requested hcg+b to be retested. The hcg+b retest result was >10,000 miu/ml with a data flag. There was no allegation of an adverse event. The hcg+b reagent lot was 25919901 with an expiration date of 30-nov-2018. The customer reported a problem with the analyzer where the pipette tips were not being disposed properly. On 05-jan-2018 field service engineer performed preventative maintenance where he cleaned the sipper tubing and adjusted the sample and reagent probe alignments. He performed a blank cell calibration following the maintenance. Further analysis of the previous qc data showed a high coefficient of variation (cv) with the results showing a shift to lower values on (B)(6) 2017. However, on the day of event the qc results were within 1 standard deviation (sd). The alarm trace showed multiple days where there were pipetting alarms. The clotting time was found to be too short which could have caused the various pipetting error alarms. Rack adapters were used. There was no foam present on the sample. Other possible root causes include insufficient maintenance or poor sample quality.

Manufacturer narrative:
A clear root cause could not be found. The customer stated that they have not had any further issues regarding hcg+b.